Event description:
It was reported that this right ventricular (rv) and the left ventricular (lv) lead from the cardiac resynchronization therapy pacemaker (crt-p) system exhibited high impedance out of range. Additionally, loss of capture (loc) was suspected in this rv lead. Technical services {ts) recommended performing an x ray. The system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).